Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02391.

Event description:
It was reported that the patient was revised 1 month post-implantation due to infection. During the procedure, the femoral head and liner were replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Deviation history shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. Review of the sterile cert confirms this part underwent sterilization root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.